Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with missing keypad overlay. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that insulin pump was exposed to fluid. Customer stated that they hear fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.